Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the devices were inspected prior to use. No misload occurred during loading, and no pre-implant balloon aortic valvuloplasty (bav) was performed. Upon the first deployment attempt, infolding was seen when the valve was at 80% deployment at an implant depth of 3mm. The valve was recaptured and removed from the body. A new valve and delivery catheter system (dcs) were opened and successfully used for implant with zero issues. No procedural delay occurred. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34; product serial number (B)(6) ; product type: compression loading system (cls) product ID d-evolutfx-34; product serial number (B)(6) ; product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.